Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a motor error alarm and no delivery alarm. Customer's blood glucose was 130 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field; drive support cap appeared normal and customer was unable to complete rewind process. Insulin pump would need to be replaced.